Manufacturer narrative:
The device was not returned to olympus for evaluation. Attempts to retrieve the device and additional information were made but with no results. As part of our investigation with this report, an olympus endoscopy support specialist was dispatched to the facility to observe reprocessing practices and provide in-service if necessary. On (B)(6) 2016, the facility declined the in-service visit. A review of the instrument history record showed that this device was purchased on 09/26/2007 and it was last serviced on 08/20/2011.

Event description:
Olympus received a user facility medwatch form FDA 3500a report number (B)(4) on 3/17/2016 which reports two patients tested positive for esbl e coli following an endoscopic retrograde cholangiopancreatography (ercp) procedure. The report indicates there was no harm to the second patient. No additional information was provided. Report 2 of 2.